Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 50 mg/dl, at the time of incidence. Customer treated with food for low blood glucose level. Customer reported replace battery alarm and insulin delivery stopped due to low power. The insulin pump was not enable with auto mode the time of incidence. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.